Event description:
Pt presented to clinic 3 months post surgery with a baker cyst on the operative knee. Surgeon deemed it possibly surgery related, but probably not device related. Incident is unresolved as of monitoring visit (B) (6) 2009.

Manufacturer narrative:
No product is being returned for eval.(B) (4)